Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of optical signal issue has been completed. Data logs and pump have been returned. The clinical stated that the patient was in suction due to excessive fluid removal from dialysis on (B)(6) 2025. The data logs were reviewed and there was an increase in the ps and increase in flows before the flow calculation went out. During this time, cvp was negative and suction alarms were occurring. Based on the clinical, data log analysis and returned product testing, the root cause of the placement signal issue is most likely due to the patients condition as they were in suction and had a lack of volume.

Event description:
The complainant reported that the placement signal of an impella rp flex became inaccurate during support. Although the pump's motor current remained stable, the observed flow and placement signal readings were inconsistent with the expected support level. The device was zeroed, but the issue persisted. Despite this, support was able to continue using the implanted pump. No patient harm resulted from the event.